Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The electrical umbilical cable and coaxial umbilical cable were reconnected without resolution. The console was restarted without resolution. The electrical umbilical cable and coaxial umbilical cable were then both replaced without resolution. The balloon catheter was then replaced which resolved the issue. Furthermore, blood was found in the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient date file was received and recorded on the reported date of the event. The patient data file showed 15 applications were performed using catheter number 1 identified as 2af283 with lot number: 24898. The patient data file showed 4 applications were performed using catheter number 2 identified as 2af283 with lot number: 24105. The patient data file showed system notice 50032 (the safety system has detected a compromised outer vacuum) during inflation phase at applications 12-15. Two images were also received for analysis. One image showed system notice 50032 on the consoles screen. The other image showed two balloon catheters, one of them seemed to be stained with blood. In conclusion, the system notice and blood issues were observed in the data files. The physical product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.